Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 19801469, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patients lead had migrated causing uncomfortable stimulation. The patient underwent a lead revision procedure.